Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2013 the distributor contacted animas alleging that the pump was showing iob amounts outside of the 4-hour iob time-frame set on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/19/2013: the device was returned to animas and evaluated by product analysis on 07/18/2013 with the following results: the complaint regarding the insulin on board issue was confirmed in history and duplicated during testing. The iob was remaining in history after the programmed 4 hour duration.